Manufacturer narrative:
The returned device was fully functional. The reported issue could not be duplicated by medtronic personnel. The software investigation found that the issue was due to metal interference in the field which increased the interference value and reduced accuracy. There was no software defect noted. A medtronic ent rep reported that there was no further issues.

Event description:
A medtronic rep reported an alleged inaccuracy of 0.5 to 3cm with fusion navigation in the posterior and inferior direction. Navigation was used for the whole procedure. There was no affect to pt outcome.